Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of one black spot was noted on a valve could not be confirmed as the subject device was not returned for evaluation. Report of black spots were noted inside of the jar was confirmed. The valve jar was received with the shrink wrap removed, solution remained inside of the jar. The valve and holder components were not returned. Brown/black particulates were observed inside of the jar. The larger particulate measured approximately 1mm in diameter. Brown residue was found on the inside of the lid, and was likely due to dried up glutaraldehyde. Further analysis is being performed on the brown/black particulates identified on the inside of the returned jar. When the analysis is complete, a supplemental will be filled.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The device is being returned for evaluation in order to confirm the reported event. A supplemental report will be submitted accordingly once the analysis is complete.

Event description:
Edwards received notification that, before use, one black spot was noted on the valve and four black spots were noted inside its jar. The issue was noted by the surgeon before use. After the rinsing process, the black spot was still on the valve, so the black spot was removed from the valve with a cotton swab and the device was implanted. The patient was reported to be stable.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The particulates found inside of the jar were sent to chemistry for analysis. The ir spectrum of the unknown brown particulate showed similar absorption characteristics when comparing to zein like material. The ir spectrum of the unknown brown residue found on the lid thread (edge of the rim) showed similar absorption characteristics when comparing to zein like material. The ir spectrum of the mitral valve jar (translucent body) showed similar absorption characteristics when comparing to polypropylene like material. The ir spectrum of the rubber like material from the inner lid showed similar absorption characteristics when comparing to polydimethylsiloxane (silicone) like material. The ir spectrum of the inner lid wall (white in color) showed similar absorption characteristics when comparing to polypropylene like material. Per the engineering evaluation, the origin of the particulates could not be conclusively determined. It is possible that the particulates contacted the valve and entered the jar after it was opened by the customer. A manufacturing defect is suspected but has not yet been confirmed. The trend was reviewed and found to be in control. Further investigation has been initiated. The IFU states, caution: avoid contact of the tissue or the rinse solution with towels, linens, or other sources of lint and particulate matter that may be transferred to the tissue.